Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is responding intermittently and has to press hard in order to get it to operate. Pt stated, the issue began about a week ago. Pt is aware of the up/down button recall. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product is being replaced and requested return of the alleged product for evaluation.